Manufacturer narrative:
The doctor plans to exchange the lens. Updated on 21-aug-2017, the lens was exchanged for a shorter lens, similar diopter. The problem is resolved. (B)(4).

Manufacturer narrative:
This device is not marketed in the u.s. Patient code: (B)(4)- no code available: significant reduction of irido-corneal angles method code: work order search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -4.50/+4.5/062 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vault, significant reduction of irido-corneal angles, and refractive surprise. The surgeon stated that the lens seems not to be rotated at slit lamp, and refraction was changing the first weeks but it is stable since 2 months. The doctor plans to exchange the lens.

Manufacturer narrative:
Lens was returned in liquid in a micro centrifuge vial and had clear surgical residue on the product. Visual inspection found no visible damage to the lens and presence of debris on lens surface. (B)(4).